Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360-361 mg/dl and 1.6 mmol/l ketone level; suspected cause was an unspecified issue with the pump. Manual injections were administered to address bg. Customer was monitored while at the hospital. Customer was released the following day with the issue resolved and no permanent damage. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.